Event description:
It was reported that during testing conducted at the manufacturer facility the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon further evaluation, the reported event of metal shavings in collet was not confirmed. A service technician found that the device did not contain metal shavings in the collet, but metal shavings were discovered in the collet kerf. The device was not returned to the customer.

Manufacturer narrative:
Following disassembly, a service technician observed metal shavings in the collet kerf. The device was scrapped by stryker.